Manufacturer narrative:
No unexpected frozen screen anomalies noted during testing; time advanced properly. Button error alarmed after boot up and intermittent button response on the escape button due to corroded keypad traces noted. Cracked lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. Customer reported that the device's display froze during bolus. Customer stated that he removed and replaced the battery, then received the error alarm. The customer did not recall any significant events leading up to the button error alarm. Blood glucose level at the time of the incident was 137 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.